Manufacturer narrative:
A medfusion® 4000 wireless syringe infusion pump was returned for evaluation. Visual inspection found that the product was cracked on the top case, the ac receptacle was burned, two of the prongs were burned and broken off, and the pump had thermal damage to the interior of the main body. Fluid residue was found on the main board, interconnect board, and power supply board. Functional testing involved plugging in the product and showed that it began to start smoking. Based on the evidence, the fluid ingression into the main body of the pump due to improper cleaning of the pump is the likely cause of the reported issues. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
It was reported that a medfusion 4000 wireless syringe infusion pump burned all over when plugged in and cracked the top case. No injury was reported.